Manufacturer narrative:
Information added to supplemental report: (B)(6).

Event description:
Reprise IV trial. It was reported that the patient experienced left bundle branch block (lbbb). The patient was enrolled into the reprise IV study in (B)(6) 2019 and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulants were given and the patient received loading doses of 81mg of aspirin and 300mg of clopidogrel. A lotus introducer was placed, then the aortic valve was treated with a balloon valvuloplasty and subsequent deployment of a 27mm lotus edge valve. On the same day as the index procedure, an electrocardiogram was performed which revealed the patient developed lbbb. A permanent pacemaker was recommended. One day post index procedure, a new permanent pacemaker was implanted successfully to treat the event. The event was considered to be resolved and the patient was discharged the following day on aspirin and clopidogrel.

Event description:
(B)(6) trial. It was reported that the patient experienced left bundle branch block (lbbb). The patient was enrolled into the reprise IV study in (B)(6) 2019 and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulants were given and the patient received loading doses of 81mg of aspirin and 300mg of clopidogrel. A lotus introducer was placed, then the aortic valve was treated with a balloon valvuloplasty and subsequent deployment of a 27mm lotus edge valve. On the same day as the index procedure, an electrocardiogram was performed which revealed the patient developed lbbb. A permanent pacemaker was recommended. One day post index procedure, a new permanent pacemaker was implanted successfully to treat the event. The event was considered to be resolved and the patient was discharged the following day on aspirin and clopidogrel.